Manufacturer narrative:
Correction: section g3 - awareness date should have been jan 22, 2026 instead of jan 27, 2026.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. Visual examination did not find any anomalies except for procedural damage. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient¿s left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.